Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. Complaint conclusion: it was reported that the physician deployed an unknown 7f sheath with a 6/7f mynxgrip vascular closure device (vcd) for an interventional coronary procedure; however following the procedure the bleeding would not stop and the physician had to apply manual compression to achieve hemostasis. There was no reported patient injury. The product is available for analysis. There were no damages or anomalies noted when removed from the package. The device prepped normally. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1700402 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that the physician deployed a unknown 7f sheath and 6/7f mynxgrip vascular closure device (vcd) with (peg) for an interventional coronary procedure; however following the procedure the bleeding would not stop and the physician had to apply manual compressio for 20-30 min or less to achieve hemostasis. There was no reported patient injury. The product is available for analysis.there were no damages or anomalies noted when removed from the package. The device prepped normally. The deployer is certified and trained more than 10 times on demonstration and 5 times on usage.